Manufacturer narrative:
Pt info: information unknown, not provided. Date of event: information unknown, not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown/not provided. Expiration date: unknown as the serial number was not provided. Unique identifier (UDI) number: unknown as the serial number was not provided. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(6). The intraocular lens (iol) is not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as the serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noted some issues with the pcb00 intraocular lens (iol) injector. The plunger rod veered off center in the tube causing amputation of the haptic. The surgeon said that the lack of centration was happening quite commonly. Therefore, the surgeon is now checking each device under the microscope. The lens was fully inserted. The surgeon noted that there were events where an explantation and replacement on the table was needed. These events have already been reported under 2020664-2021-07416, 2020664-2021-07417, 2020664-2021-07418). However, the surgeon also stated that he knows of two other patients from other surgeons with similar issues. This report is being filed for two other patients from other surgeons with similar issues. The doctor stated that he believes the issue is with the pcb00 injector. He stated that the plunger veers to the side trapping the trailing haptic and therefore the plunger needs to be pushed well inside the eye. He says this is not easy of tight wounds or wound assist or small hyperopic eyes. Failure to fully inject the trailing haptic beyond the mouth of the injector leads to amputation upon withdrawal. He states that this issue has not happened thus far with the dcb00. No further information is available.